Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was foreign matter in the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. From the photo it is not clear about the foreign matter reported in the syringe. A device history record review was completed for provided material number 302830, lot number 0078428. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from korean to english: "there is foreign material in the syringe."